Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges may have been cracked as insulin leaked from an unspecified location. A new cartridge was successfully loaded to address the event. Blood glucose was approximately 200 mg/dl.